Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic edg procedure and intended placement of an esophageal stent. The ultraflex esophageal stent was not placed due to breakage of the deployment suture. The procedure was cancelled for lack of another device. The procedure was successfully completed in 2006. The pt did not sustain any reported complications or ill effect as a result of this event.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.